Event description:
Pt had lactosorb pectus stabilizer and pectus bar implanted on (B) (6)2008. Pt had consistent pain, saw doctor again, revision surgery done (B) (6)2008 where doctor confirmed pectus bar had flipped, and doctor stated the stabilizer looked like it had folded/crumbled in the middle.

Manufacturer narrative:
Explant is to be returned for review, but it has not yet been received. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a f/u report will be sent.